Event description:
It was reported that the programmer displayed an error message when installing software. Then a different error number occurred when the service disk was used. It was also reported that the metal tab on the service disk broke off and stuck in the drive. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up with an error, and multiple errors were found in the error log. It was also noted that the dust cover from the floppy disk was stuck in the disk drive, analyzer signal testing, software control gain, uplink and antenna testing failed due to the link electronic module (lem) circuit board being out of electrical specification, and the handle was broken on the upper case. Concomitant product: product ID 2067l, radiofrequency head. (B)(4).